Event description:
It was reported that during a unspecified treatment procedure, a balloon detachment occurred. The physician found that there was no balloon on the ultra-soft sv balloon dilatation catheter and that it had come off inside the pt. It is unk how the balloon detached. The physician was able to remove the detached balloon from the pt using an unspecified suction method. There were no reported pt complications. Further info has been requested about this event.